Manufacturer narrative:
Evaluation summary: this event did not match the definition of a complaint. Per the information received, all screws and one plate removed. The patient needed acetabulum revised (cup and liner) these implants were not stryker. In addition the surgeon removed the matta plates and screws. Therefore the matta plate and screws were concomitant to the non stryker devices.

Event description:
Dr. Revised hip and pelvis. Matta pelvic plates and screws were removed.

Event description:
Dr. Revised hip and pelvis. Matta pelvic plates and screws were removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be returned.